Manufacturer narrative:
Customer care attempted to gather more information about the user's complaint however, the user refused to be assisted nor to provide any further information.review of the sensor data available in the data management system (dms) indicated no usage of the system. No further investigation was possible.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.